Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of an unexpected restart, external ram crc error, and displayable history failed at startup alarm from the insulin pump. The customer's blood glucose reading was unknown.

Manufacturer narrative:
The insulin pump was received with a47 alarm in alarm history file due to corrupted history files. The insulin pump passed displacement test, self test, and a21 error test. No a21 alarm and no a17 alarm noted. The insulin pump had cracked reservoir tube lip noted.